Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2008. (B)(4). This device was included in the field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action.

Event description:
It was reported that the patient received an inappropriate shock due to noise in the right ventricular lead. A high short interval count and several non-sustained tachycardia (nst) episodes were reported indicating lead noise. It was further reported that the patient had "twiddled" the rv lead into the pocket. The lead was capped and replaced. No further patient complications were reported as a result of this event.